Event description:
On (B)(6) 2005: customer reports the system failed prior to pt procedure. Customer does not have a back up room and patients had to be transported to another facility for completion of procedures. No reported injury.

Manufacturer narrative:
Field service engineer confirmed the unit would not power up and found no voltage was coming from the 5/+12/-12 volt power supply unit. Fse troubleshot and replaced a blown fuse on the power supply. Fse tested system per the hut dr service manual, verified all system functions within mfg specs. System returned to full service by the customer.